Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer¿s blood glucose (bg) was 301 mg/dl and a bolus was delivered to address bg. Pump system check was performed with tandem technical support; no device issue was identified. However, customer alleged ¿something¿ was wrong with the pump. Customer reverted to using another tandem pump for insulin therapy.